Manufacturer narrative:
Investigation summary: no product was returned for investigation. Ventricular fibrillation: in order to make a root cause determination, the clinical details have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was successfully placed on a non-st-elevation myocardial infarction patient without issues. During support it was noted that the patient was not having much ventricular tachycardia. The patient remained on support for a total of 116.82 and was successfully weaned and explanted.